Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative. It was reported a pending alarm occurred. The pump was not implanted. The manufacturing representative noticed the pending alarm while in the operating room for the case. The logs were read; motor stall occurred on (B)(6) 2017 occurred at 1028 with recovery on (B)(6) 2017 at 2248. The manufacturing representative was awaiting a back-up pump for the case. Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was stated that it was thought the pump had stalled at the warehouse ; it was indicated that the rep was not in possession of the pump when the stall occurred. The pump was returned to the manufacturer for analysis. There was no indication of patient harm, as the pump was not implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomalies. Eval code-result updated. Eval code-conclusion updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.